Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 369 mg/dl after a sensor error prevented glucose readings from being displayed. The user¿s spouse assisted in rescanning the sensor, and the issue was expected to resolve after waiting for reconnection. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.